Event description:
As reported a patient had an initial left total knee arthroplasty. Subsequently, eight (8) years later, the patient complained of pain and joint effusion. As a result, the patient underwent a revision of the procedure. A revision operative report was provided. Post operative diagnoses notes failed left total knee arthroplasty secondary to polyethylene wear, femoral osteolysis, and loose femoral component. Intraoperatively, significant osteolytic debris in the synovium was observed. The patella was found to be well fixed with no wear. The insert was removed and found to have oxidation and delamination. The tibia was solid, but the femoral component easily removed from the cement mantle. When resecting the lateral side beneath the cement, there was a large uncontained posterolateral osteolytic cyst which was debrided back to healthy bone and the defect corrected with cement. The patient was awakened and taken to the recovery room in stable condition. Radiograph and images were provided. No additional information is available.